Event description:
It was reported that revision surgery was performed due to a broken plate.

Manufacturer narrative:
Additional information - lot number and expiration date added, device manufacture date added. Correction to concomitant medical products made. From the analysis conducted during this investigation, it was concluded that the peri-loc tibia locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. No manufacturing or material deviations in the plate were found during this investigation.